Event description:
The customer initially called to report repeated no delivery alarms. The customer stated, he was hospitalized for high blood glucose after getting a no delivery system. The blood glucose reading was not reported. The customer stated, he tried changing the infusion sets several times. Troubleshooting was not performed as the customer did not have time during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.